Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. The review system log files confirmed that there was no network connection from the hospital. Upon troubleshooting, the fse found lan cable was damaged due to rodent activity. To resolve the issue, the fse replaced lan cable and performed system functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The cause of the system boot up issue resulted from the rodent activity. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.